Event description:
The customer reported that the system intermittently displayed an error message that caused the system to lock-up and require a reboot. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface board was replaced. The system was then found to be operating as intended.